Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded they are not sending in the device and will look into purchasing replacements.

Event description:
Complainant alleged that during biomed testing, the associated device failed leakage current testing using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated.